Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked from below the first connection port distal to the patient connection. The event was further described as "IV tubing port broke off". The leak was observed during patient infusion; normal saline was running through the set. New tubing was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.